Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the 90% stenosed lesion located in the severely calcified and moderately tortuous, mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the distal edge of the stent was lifted up. The procedure was completed with another 3.5x16mm taxus stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.